Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix of the right ventricular lead failed to retract. The lead was not used and replaced during procedure. There were no patient consequences.